Manufacturer narrative:
Although the patient's age is unknown, the patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. (B)(4) for the reported event of probe detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during a procedure to treat the common bile duct performed on (B)(6) 2013. According to the complainant, after advancing the spyprobe into the spyscope outside the patient, the spyscope was advanced into the patient. Reportedly, the physician did not make any sudden movement, however, the spyprobe appeared broken on the screen. When the spyprobe was withdrawn from the patient for inspection, it was found to have separated in two approximately halfway up the catheter. The procedure was completed using another spyglass direct visualization probe. No patient complications resulted from this event.